Manufacturer narrative:
Siemens analyzed the data files. According to the data, , there is evidence of benzalkonium interference. It appears that contamination occurred when the patient sample was tested on both rp500 systems. System 30634 went into benzalkonium mode and the sodium on system 30679 drifted for several calibrations. Once a benzalkonium type chemical is introduced to the system, the system will go into benzalkonium retrocal because the sodium sensor becomes unstable. Benzalkonium is a known interfering substance as listed in the rp500 operator's manual. Without a reference test for glucose and pco2, it is difficult to determine conclusively which system is closer to truth.

Manufacturer narrative:
The customer stated that they changed the measurement cartridge and the instrument is operational. There were no further blood gas and electrolyte discrepancies.

Event description:
The customer reported discrepant sodium, glucose and pco2 results. There was no report of injury due to this event.